Event description:
It was reported that during a hip arthroscopy the suture fell out of the anchor when the device was properly implanted. No part of the device broke off. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device (ar-1934ps-1, lot 13249303). It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is not confirmed. One unpackaged c18979-01 driver shaft along with an sp-02-02b and an sp-02-02w suture construct were received from an ar-1934ps-2-1. Visual inspection identified that the implant was not returned for analysis. No damage was noted to either suture construct or the driver shaft. No problem found. The allegation was unable to be replicated.